Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented via remote transmission, the device was in backup vvi. The patient was seen in clinic for further evaluation. The device was restored to normal function. The patient was stable.